Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the difficulty grasping appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Further review of this event determined it is not medwatch reportable as atrial fibrillation is not considered a serious injury. The atrial fibrillation was transient and improved with cardioversion. Additionally there is no evidence of the mitraclip device causing or contributing to the abnormal heart rhythm. The difficulty grasping the leaflets during the procedure is not known to cause or contribute to serious injury.

Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because post clip deployment the patient experienced atrial fibrillation (af) and electrical cardioversion was performed, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 and challenging patient anatomy due to a cleft in the posterior leaflet. Clip 50325u153 had difficulty grasping the leaflets. After approximately 10 grasps, the clip was deployed without issue, which led to a small reduction of mr to 2+. After 7 grasps, clip 50720u127 grasped the leaflets; however, mr increased. The position of the clip was adjusted to reduce mr and the clip was deployed without issue. However, the mr increased back up to 3 after clip deployment. The patient briefly experienced atrial fibrillation (af), which was treated with electrical cardioversion. The procedure was completed with mr remaining at 3; however, the patient was stable and there was no reported adverse patient sequela. There was no additional information provided.